Event description:
Patient presented to the physician with an infection. Physician placed the patient on IV antibiotics. Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the entire inspire device. Physician placed the patient on IV antibiotics after the procedure.